Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient enrolled in a clinical study and underwent a revision approximately one and a half years post-implantation due to loosening below the tibia plateau. The patient also noted stress pain and swollenness. The tibial tray and femoral component were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: vanguard cr ilok fem-lt 72.5, catalog 183033 lot 095350, e1 vngd cr tib brg 79/83x12, catalog ep-183462 lot 620230, optipac 60 refobacin bn cmt r catalog 4711500398 lot 151aae1408.

Manufacturer narrative:
(B)(6). Concomitant product: vanguard cr ilok fem-lt 72.5, cat#: 183033 lot#: unknown; e1 vngd cr tib brg 79/83x12, cat#: ep-183462 lot#: unknown. Customer has indicated that the product will not be returned, as patient has expired, to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the clinical study that 1 (one) patient was revised due to implant loosening. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.